Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Date of event: unknown, information not provided. If explanted; give date: not applicable as the iol remains implanted in the patient's eye. The device was not returned for analysis as the lens remains implanted. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxt150 23.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2018. Patient reports from day one (01) of very blurry distance vision, but reading was outstanding. She was not able to drive for a couple of months due to blurred vision and not being able to read street signs, etc. She now only drives in familiar places. Patient reports glare is a serious problem day and night with halos at night. Her eyes are always red even with 6-8 times using the systane ultra non-preservative drops. The doctor plans to laser off the growth around and behind the lenses next and give her prescription glasses. Patient also reports she was diagnosed with narrow angled glaucoma. No additional information was provided to johnson & johnson surgical vision. This report captures information for iol implanted in the patient's ocular dexter (right eye), iol serial number (B)(4).